Event description:
Related manufacturer report number: 2017865-2023-42313. It was reported during in clinic follow up that the left ventricular lead exhibited loss of capture and phrenic nerve stimulation. During lead revision, it was noted that the atrial lead had an insulation breach. Both leads were capped on (B)(6) 2023 and successfully replaced. The patient experienced discomfort due to phrenic nerve stimulation but was otherwise stable.